Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had an error and an arm was disabled. The caller had powered the system off after the arm was disabled. The caller power cycled the system prior to calling however, the system was no longer giving the option to disable the arm. The system read error 31085 and only option was to restart. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn:(B) (4) universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and performed visual inspection and found no problem related to reported issues. Checked and verified error 31085 in lighthouse (aperture) and installed on internal equipment fixture or tool (eft) system, then power on. System powered on and right away faulted with error 31085 fault. Confirmed reported issue and error pointing to ac_3f, possible axes controller carriage (acc) 3 issue. The usm was installed onto a patient side cart (psc) fixture test platform (pftp) where it failed the ¿power-up usm pre-cal¿ test. 31085, 32145, 906, and 1161 errors were found to be present. The usm carriage cover and the accl2 to accr connection were inspected. The cable appeared to be seated but was removed from the accl2 side and reseated. The test was rerun, passing all tests. The errors were also no longer present. The cable was unplugged and the same errors returned. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.